Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The customer was treated at the emergency room on a drip. The customer stated that they gave insulin in the muscle or vein. The customer stated that the cannula was bent. The customer declined to troubleshoot for high readings.